Event description:
Additional information received reported an undesirable change in stimulation when implantable neurostimulator (ins) was turned off. It was noted the ins was turned back on. Signs and symptoms included an increase in seizures and the severity was moderate. The patient's status was undetermined at the time of the report.

Event description:
It was reported the patient was charging less than expected. Troubleshooting was limited due to lack of access to product and or patient. It was later reported the patient's device was turned off. It was unknown how the device was turned off. It was later reported the patient had seizures building up again. It was noted the recharger indicated the implantable neurostimulator (ins) was off. The patient turned the device back on. It was noted the patient was not given a programmer with the newest device. It was later reported the ins was turned back on and reprogramming was done. No power on reset (por) message was seen. It was later reported the device was confirmed as on during appointment. The patient was also given a patient programmer. Follow up reported the patient had only been charging 5 minutes per day when recharging should have taken approximately 30 minutes per day. It was noted the patient was trained and able to demonstrate effective recharging. Patient can recharge normally. Further information noted there was in-patient hospitalization due to the event. It was also noted the "other" ins was turned off. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient experienced "an undesirable change in stimulation." The implantable neurostimulator (ins) was turned off. It was noted that this was an "ongoing event". No further information was provided.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: 2004 (B)(6), product type extension, product ID 748251, serial# (B)(4), implanted: 2004 (B)(6), product type extension, product ID 64002, lot# n221067, product type adapter, product ID 37651, serial# (B)(4), product type recharger, product ID 3387-40, lot# j0417731v, implanted: 2004 -(B)(6), product type lead, product ID 3387-40, lot# j0417731v, implanted: 2004 (B)(6), product type lead. (B)(4).

Event description:
Additional information received reported that the device was found to be off. Additional information received reported that the severity was moderate.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the event resolved without sequelae on (B)(6) 2012.

Manufacturer narrative:
The device was used for an off label indication. The therapy that the device was used for was epilepsy. (B)(4).